Event description:
It was reported by the rep that the device was used during a gastric bypass. It was reported the surgeon normally rotates the shaft before firing and found it difficult to rotate. The first firing was more difficult than normal. The second resulted in staples forming on the stomach side and cutting, no staples fired on the pouch side and actually remained in the cartridge. A second et45g or (ez45g) was opened and fired across the pouch and across the remaining tissue. The pouch and stomach staple lines were over sewn. The case was completed successfully. The surgeon informed the rep of this incident and said he asked that the device be saved for the rep in the clean up room. It seems that the device was initially put in a bio-hazard bag and left in the clean up room but it is now nowhere to be found. The pt was released. There was no consequence to the pt.